Event description:
Customer reported the system is displaying a communications error and if the system is moved, it shuts down. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found the single board computer, system interface board and generator interface board need to be replaced.